Manufacturer narrative:
Balt USA internal reference: (B)(4). Process controls in place were not appropriately followed by operations personnel. Line clearance and other verification steps were not followed per sop0013 rev. I, section 2: "perform packaging operations per established procedures. Perform packaging operations in a manner that prevents mix-ups of medical device(s) per sop0028. Perform packaging operations in a manner that prevents mishandling of medical device(s) per mp-0005 line clearance. Perform testing and/or inspection of finished packaged devices per established manufacturing procedures." The two lots involved in the mispackaging discrepancy were created on the same day 27oct2023. This health hazard evaluation does not present a high risk to patient safety and product performance regarding the discrepant device(s). Per physicians' feedback, a 2mm difference in the nominal loop diameter is not considered a concern to patient harm. An ongoing corrective action has already been issued which would address this reported issue and is currently in-process. This corrective action focuses on enhancing the labeling process from inception to printing and application. As part of this initiative, an essential action item within this corrective action plan implements barcode scanning verification for label information on both pouches and cartons. This verification ensures that critical details such as gtin, lot number, expiration date, and manufacturing date are accurate and consistent.

Event description:
On march 11, 2024, balt USA received complaint (B)(4) from (B)(6). It was reported an opti2265com18 pouch was inside the carton of opti2065com18. The physician proceeded to use the coil system indicated as opti2265com18 and it was specified that "the product was suitable for the procedure and it did not cause any harm." It was noted that the hospital does not have an opti2265com18 box in their stock so a box reversal is not possible. This was confirmed by the stock transaction provided from balt extrusion.